Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Software revision: asku.

Event description:
A doctor reported that the laser emission stopped at 5% while treating the patient's right eye during lasik. Laser was not emitted even though the pedal was pushed. Patient date was reentered and treatment was completed. An internal energy error message was reported.